Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's right atrial lead exhibited high pacing impedance. The patient would continue to be monitored.

Manufacturer narrative:
Correction: the medical product field should have been cd2357-40c (B)(4) and the therapy date field should have been (B)(6) 2018.